Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to press few times and harder to take action. Customer stated insulin pump retainer ring broken off and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion alarm due to unresponsive button. No button error alarm during testing. Device received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, cracked case at the reservoir tube window corners and cracked reservoir tube window. The test infusion set and reservoir does not lock into place. (B)(4).